Event description:
It was reported to philips that the system was unable to boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment of coronary procedure. The procedure was delayed by 10 minutes and completed after system reboot. It was reported to philips that the system was unable to boot up. Review of the logfile shows geometry movements partly available. Upon troubleshooting, the philips field service engineer (fse) checked with the customer and found that the issue of the stand moving the opposite way has returned. The philips field service engineer (fse) examined the system onsite and found that the system intermittently allowed movement in only one direction and confirmed issue with the geo module. To resolve the issue fse replaced the geometry module and restored the system ghost in another work order. The defective part was sent for analysis, for wireless footswitch no failure was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete after a restart with less than 20 minutes delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.